Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the original sample was not returned for investigation, however, two lot samples were returned. The samples were clean. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the devices. Performance/functional testing: both devices were functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The device was able to be fully primed with no issues. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into an apple for a total of 20 tests. The device was able to prime and fire properly. All samples were obtained with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for failure to prime, as only lot samples were returned for evaluation. The devices worked properly under laboratory conditions and the reported problem could not be recreated. Per the reported event details, the device was dry fired prior to use. The IFU states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: indications for use: the core needle biopsy device is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. Directions for use: bard monopty disposable core biopsy instrument preparation: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Prepare the monopty instrument for biopsy by twisting the rotational mechanism at the end of the instrument. One-half turn will withdraw the cannula and lock it into place. An additional one-half turn will withdraw the stylet and lock it into place. The instrument is ready to fire. The arrow must be visible in the ready window prior to insertion into the patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that during a kidney biopsy, the device would not lock into place on the first and second rotations. A coaxial was not used during the procedure. The procedure was stopped and rescheduled for another day. There was no report of pt injury.